Manufacturer narrative:
The initial report was submitted under manufacturer report number 1628664-2018-01935. After further evaluation, the suspect medical device was changed to architect c16000, list 3l77, which is this report. The abbott technical representative reviewed the instrument logs for architect serial (B)(4). The log review revealed a potential issue with the cuvettes. As a result, the cuvettes were cleaned to troubleshoot the magnesium issue. Additionally, the customer had observed an issue with the cuvette washer around the same time as the falsely elevated magnesium result. The cuvette washer was observed to be leaking from the cuvette wash nozzles. The high concentration peristaltic head tubing, and the high concentration waste nozzle tubing (a and b) were replaced to address the leaking cuvette washer. There were no additional discrepant results observed on architect serial (B)(4) after the cuvettes were cleaned and the cuvette washer tubing was replaced. The monthly product monitoring review for clinical chemistry systems was reviewed. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Additional review found no systemic issues or adverse trends for the issue associated with erratic/discrepant results. A review of historical data for the part associated with this complaint revealed no adverse trend, systemic issues, or non-conformances for the parts associated with this complaint investigation. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Event description:
The account generated a false elevated magnesium 3.9 mmol/l on a sample that repeated 0.8 mmol/l when processing on the architect c16000. No specific patient information was provided. No impact to patient management was reported.